Event description:
It was reported that high capture threshold, a sensing anomaly and an impedance anomaly were noted. It was determined that the lead was dislodged and it was explanted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.